Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) . A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to observe the reported issue. The fse identified power supply ( part no : 0014-00-0033-05) as defective. The unit was repaired by replacing it and was then kept under observation for some time. The fse has not received any more complaint on the unit. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) was not powering on. There was no patient involvement and no adverse event reported.